Event description:
New information notes that the device was explanted on (B)(6) 2020. The device was checked and was at eri on the explant day. No oversensing was observed. There were no patient conditions prior to, during, and post-procedure. There was no electromagnetic interference.

Manufacturer narrative:
The complaints of premature battery depletion and oversensing were not confirmed. Device image indicated that autocapture feature was enabled and field data shows device operated in high output mode. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including testing at various pulse amplitudes and sensitivity testing, did not find any anomalies, voltage was at eri. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up a suspected premature battery depletion was observed. Oversensing was also noted. The device was explanted.